Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was received with minor scratches on the display window, cracked battery tube threads and a partially broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was over 400 mg/dl all day long. The patient declined troubleshooting for her high blood glucose. The customer also mentioned that there was a crack in her reservoir compartment; the entire top part of the compartment was cracked off. The customer did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.